Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to verify frozen display or time anomaly due to blank display.

Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. The mother stated that the time was not advancing. The caller removed the battery for two hours, but the issue persists. The caller stated that after trying a new battery the insulin pump works for while, but then the screen went blank. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.